Manufacturer narrative:
Follow-up # 1 [date of submission 05/14/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was found to be scratched and the display was found to be dim and pink. The display was replaced and the issue was resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she has multiple scratches on the pump's display screen. The patient stated that she can read the screen safely with the scratches. There is no reported adverse event with this complaint. This report is made based on the allegation of the display screen issue.